Manufacturer narrative:
The ECG data from the event was returned and evaluated. Our evaluation found that of the eight analyses only two returned a result of shock advised. The ECG during analyses 1,4 and 5 did not meet the criteria for shockable ventricular tachycardia due to not having an average rate of 150 bpm or greater . Analyses 3,6,7 and 8 all met the rate criteria for ventricular tachycardia. However, the calculated average qrs width within these individual segments were under the defined threshold of the algorithm definition set. Based on our review of the data we have concluded that the analysis program results were correct for the specific analysis in question and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient (age & gender unknown), the device returned a "no shock advised" determination for what appeared to be a shockable heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.